Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain, material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent primary breast augmentation with two 350cc mentor smooth round moderate profile saline breast prostheses and suffered left breast pain and left breast implant deflation, post-operatively. As a result, the patient underwent breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
On july 27, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 350cc breast implant had an area of shell abrasion on the anterior view. In addition, a tear was noticed within the shell abrasion, measuring approximately 0.1 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses of the device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On july 7, 2022, mentor became aware that the patient was latino and caucasian. The patient's implant was replaced with an unspecified saline implant. On july 19, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.